Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the break out box was not getting power and was nonfunctional. There was no patient involvement. Troubleshooting information was provided. The medtronic representative (rep) this break out box on another system, and the same issue occurred. The rep tested another break out box on this system, and it had no reported issues. The rep reported no physical damage. The probable cause was suspected to be the break out box.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735825r (lot:); product type: 2543-mnav - system, h3: a manufacturer representative went to the site to test the equipment. In summary, the break out box was replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.